Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the power connector on the monitor and checked the 24v power supply. The monitor will be replaced by the customer. The system operates as intended.

Event description:
The customer reported that the system would intermittently lose an image during fluoroscopic x-ray. No pt injury was reported.